Event description:
The hcp reported telemetry confirms a critical alarm was occurring. The alarm due to motor stall. The stall was constant since the day before the report ((B)(6)) at 10:22. Per the reporter the patient had been home in bed all day. The patient had been having 'symptoms' since last 'last week.' When the physician decreased the dose. The hcp had received an order to deliver a bolus to the patient. The hcp later reported that the cause of the event was pump motor stall; no recovery. The patient experienced increased spasticity and withdrawal. The pump was replaced and the patient recovered without sequelae. The pump delivered gablofen.

Manufacturer narrative:
Product ID 8731, lot# b002297n61, implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found pump motor gear train anomaly corrosion and-or wear and-or lubrication.